Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for this pacemaker device. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for this pacemaker device. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported.